Event description:
It was reported that a patient underwent a whipple cholecystectomy on (B)(6) 2013 and suture was used. While closing the abdomen, the surgeon noticed that around 1mm of the needle tip was missing after the first pass. A x-ray done but was tip was not visualized. The surgeon regarded the tip was not left inside the patient and continued to close the abdomen by using another like device. There were no adverse patient consequences.

Manufacturer narrative:
Conclusion: a needle that was missing the point was submitted for this evaluation. A microscopic inspection revealed indents and scuff marks around the break area produced during handling by the surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductile failure. There are no signs of manufacturing defects found on the needle.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.